Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that a few hours after calibration, quality controls drifted out of range. The customer replaced the chloride electrode and repeated patient samples. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse corrected the ground wire at the sample path and replaced the chloride electrode. The cause of the discordant, falsely low chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low chloride (cl) results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after troubleshooting, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cl results.